Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the air detector and the downstream occlusion seal were damaged and then replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air sensor and dso seal were both unattached and falling off. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.